Event description:
It was reported that the patient was experiencing inadequate pain relief. Discomfort was also noted. The patient underwent explant procedure. The explanted device components were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred many years ago prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 2000019748/21488247, UDI:(B)(4).